Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3.2 on the auxiliary displayed gray, and the cubie maps along with all pockets were not recognized on the bus. A field service engineer (fse) troubleshot, reset all connections, cleaned out the drawer, and performed multiple reboots, but the issue persisted. The fse identified that the problem was isolated to drawer 3.2 and not with drawer 3.1, suggesting that the retractor band might need replacement. The fse noted that the auxiliary half height drawer 3.2 showed as failed and did not recover under the "recover storage space" function. The fse inspected all light emitting diodes on the boards, which appeared normal. The fse then opened drawer 3.2 using the emergency release lever to force open the failing drawer. The customer was able to recover the contents without any further issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ anesthesia station es, drawer has failed and was not recognized. The customer reported that the malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.